Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. The customer stated they were able to clear the alarm and were unable to complete the rewind process. No harm requiring medical intervention was reported. The customer will discontinue the use of device.

Manufacturer narrative:
Retainer = black. Customer returned the insulin pump for alleged pump error 43 and pump error 130 alarms found on (B)(6) 2022. The insulin pump was received with a pump error 38 alarm during rewind. The insulin pump passed the self test however, unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify pump error 43 and pump error 130 alarms due to pump error 38 alarms. The insulin pump history and trace files were successfully downloaded using thus. There were no pump error 43 alarms noted during testing and a review of the downloaded history files reveals on (B)(6) 2022 there were eleven (11) pump error 130 alarms (between 15:46 and 20:34) and nine (9) pump error 43 alarms (between 15:56 and 20:52). The insulin pump was cut open for visual inspection. Heavy corrosion and moisture damage were found the electronic assembly (electrical board 1 and electrical board 2) and vibrate harness assembly, rust and corrosion was also found on the motor, motor home switch, and force sensor. Pump error 38 alarms are due to corroded motor home switch. A test p-cap locks into the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery compartment, cracked select button keypad overlay, stained keypad overlay, cracked battery compartment, and pillowing keypad overlay. Pump error 38 alarm is confirmed due to corroded motor home switch. Pump error 43 and pump error 130 alarms are unknown due to pump error 38 alarms. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.